Manufacturer narrative:
Pharmacovigilance comment: auto-immune disorder, burning sensation and deformity assessed as serious, unexpected. Injection site swelling assessed as serious, expected.

Event description:
This is a verbatim report as received by valeant from sanofi-aventis: a female pt currently in her (B)(6) received one injection of poly-l-lactic acid (sculptraaesthetic) (lot number and expiration date unk) in her cheeks in (B)(6) 2012. It was reported that the pt believed that she had developed some type of autoimmune reaction/autoimmune disorder after doing some internet research. Her complaint was sent by email to the reporting physician indicating that she had a burning sensation, and that she had been so disfigured, that she had to leave her job. The reporting physician noted that the pt was never happy with the result of the poly-l-lactic acid injection, and that she had always felt that she was exceptionally swollen. The reporting physician mentioned that he thought that the pt was a little crazy, as he never got that feeling. The physician also indicated that he had used a lot of poly-l-lactic acid in general, and that he never had that reaction, so he was a little suspicious about what the pt said. Lastly, the physician reported that he had not seen the pt in about 4-5 months from the time of report, and that the last time that he had seen her, he still did not think that she was disfigured. No further relevant info reported. For reference purposes only, this case has also been assigned the following tracking number: (B)(4). This case was received by sanofi-aventis on (B)(4) 2012 and forwarded to valeant as a serious case on (B)(4) 2012.